Manufacturer narrative:
The iq577 and sla were returned to the manufacturer and an analysis was performed. The units were tested and both performed to specifications. The power measurements were in the expected range. Should additional information be obtained regarding this event, a follow-up report will be submitted.

Event description:
It was reported to the manufacturer on (B)(6) 2016 that a (B)(6) -year-old male patient underwent a laser procedure on (B)(6) 2016 to treat age related macular degeneration (armd) using an iridex iq577 laser. Three days post procedure, the patient reported a decline in vision. The patient's pre-procedure visual acuity was 20/25. Post procedure, the patient's visual acuity was 20/cf at 1ft. An electroretinogram (erg), visual evoked potential (vep) and visual field (vf) tests were scheduled for a follow-up appointment one week later however, no further follow up information has been provided at the time of this writing.